Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a touchscreen that would not respond, initially while attempting to exit limited access mode and later during a firmware update attempt, and the device ultimately remained nonresponsive despite cleaning, use of a charger, wake-button restart, and third-party interaction, leading to device replacement. Symptoms included no clinical effects. Outcomes included no impact on blood glucose, no need for medical intervention, and continued cgm use through a separate app or receiver. Investigation included troubleshooting, device restart guidance, data synchronization via the mobile app, and collection of return logistics for evaluation. Investigation of this case revealed a touchscreen input failure consistent with a hardware malfunction of the display/touch component. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the touchscreen hardware.